Event description:
I noticed a change in my body. Had painful rashes that were unexplained by doctors, heavy cyceles with passing of clots the size of key limes, violent burning and itching while wearing jewelry, extreme painful pelvic pain and cycles, vomiting during cycles, extreme pains in legs and back during cycles, thinning of hair, fatigue, unexplained bruises, pain in joints, unexplained twitching. Pain during and after intercourse, reoccurring yeast and bacterial infections, depression and lots of sharp pelvic pains.